Event description:
The valve was explanted due to paravalvular leak with hemolysis. The valve was replaced with a 33mj-501.

Event description:
Description of event: in 1998, a dr implanted a 33mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (33mecs-602) in 2000, a dr explanted this valve due to paravalvular leak with hemolysis demonstrated on transesophageal echocardiogram and cardiac catheterization. According to the info received, the pt presented in 2000, with symptoms of hemolysis, anemia, jaundice, and prurigo (itching). The valve was explanted and a 33mm miral st. Jude medical mechanical heart valve sjm masters series (model 33mj-501) was then implanted, no add'l info has been received.